Manufacturer narrative:
This report is submitted on 17 march 2020.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla unknown). Surgery to replace the magnet has been completed on (B)(6) 2020.